Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board, recorder assembly, and cooling fan.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.